Event description:
Edwards received information that a mitral bioprosthetic valve was explanted after an implant duration of approximately five (5) years and nine (9) months due to valve dysfunction causing stenosis and regurgitation. It was noted in the operative report that there was tissue overgrowth. Another edwards pericardial valve was implanted as a replacement, with no reported complications.

Manufacturer narrative:
Product evaluation: device was returned for visual evaluation. Customer report of host tissue overgrowth/pannus was confirmed and led to the stenosis. Host tissue was minimal and encroached onto the tissue inflow by a greatest distance of 3mm. Host tissue was moderate on the tissue outflow and encroached onto the tissue by a greatest distance of 8mm. Host tissue was moderate at both the stent inflow and stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 3mm. Host tissue restricted mobility in leaflets 2 and 3 and led to stenosis. Minimal calcification was observed in the cusp area of leaflet 1. Free margin of leaflet 3 exhibited minimal calcification. Thrombus was observed on leaflet 2 on the outflow aspect. Hematoma was observed on leaflet 3 on the outflow aspect. Thickened and swollen tissue was observed on all three leaflets on commissures 1 and 3. The x-ray demonstrated calcification, commissures 1 and 3 wireform distorted. Sewing ring was cut near commissure 3. These damages are most likely due to implant or explant. Method = x-ray; results = pannus overgrowth. Additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications prior to release for distribution. No manufacturing issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the explanted device has not yet been returned to edwards for evaluation, thus the reported stenosis, regurgitation, and host tissue growth cannot be confirmed or evaluated. It is likely that this patient's medical history of rheumatic mitral disease, aortic and tricuspid valve disease, may have contributed to this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Edwards will continue to review and monitor all events.